Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was cracked after the device fell onto its screen while the user was chasing children, and the pump was no longer functional or watertight. Symptoms included no reported changes in blood glucose. Outcomes included replacement of the ilet and guidance to use cgm via the dexcom app or receiver, with instructions provided for shutdown, data sync to the mobile app, return logistics, and initiation of startup on the replacement. Investigation included review of user report and device use conditions. Investigation of this device revealed physical damage to the touchscreen that rendered the device nonfunctional and compromised enclosure integrity, consistent with impact-related damage to the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to accidental drop.